Event description:
It was reported that, the surgeon revised patient's left hip due to pain and elevated cobalt level of 3.9. Replaced with a new cup, liner, head and exeter stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.